Event description:
It was reported that the patient alleges that the infusion device was delivering too low an amount of insulin. The patient experienced elevated blood glucose levels and attempted to correct them via the infusion device, but was unsuccessful on multiple occasions throughout the day. His blood glucose level continued to climb and when it reached 610 mg/dl his son called for paramedics and was transported to the hospital. The patient received an infusion of insulin and stationary treatment. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The patient's weight was listed as (B)(6). The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.